Event description:
It was reported one month after an angio-seal device was deployed, the patient returned to the hospital with symptoms of claudication to the leg of the deployed angio-seal device. A femoral angiogram revealed subtotal occlusion of the superficial femoral artery (sfa). A stent was deployed distal to the common femoral artery over what appeared to be the angio-seal anchor, re-established blood flow to the sfa. It was reported the patient experienced no complications. The physician does not allege the incident was caused by the angio-seal device.